Event description:
It was reported that a vial-mate adapter had a leak around the white connector that attaches to the vial. The drug being used was zosyn 4.5mg. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The sample was visually inspected and functionally tested. The returned solution bag was empty, so a new solution bag was used with the original vial-mate to perform the functional test. No leaks were identified during evaluation and the reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.